Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was a waterproof failure due to a cut on the bending section cover. In addition to the dirty light guide lens, the evaluation findings were as follows: angulation in the "up" direction was out of standard due to a worn angle wire, the electrical connector was corroded, the charged coupled device lens had scratches, the bending section cover adhesive was detached, the connecting tube was corrugated, the scope cover was discolored and the scope connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera duodenovideoscope had leakage from the bending part. The issue was found during preparation for use. The intended diagnostic procedure was completed with a similar device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the inside of the light guide lens was dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: - the instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.